Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during an operative laparoscopy/gyn procedure, the surgeon was complaining the device leaks. The same device was used to complete the case. It seems when the intra abdominal increases the leak stops.